Event description:
During a procedure for placement of thoracic drain, the drain broke off in the skin, making it necessary to use a clamp to retrieve the device. No adverse consequence to the pt.

Manufacturer narrative:
Eval: still under investigation at this time.